Manufacturer narrative:
Clarification to d.6a. Partial implant date reported as year 2020. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A duodenal ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in the year 2026, a patient in australia underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). It was reported that the patient experienced a duodenal ulcer. The device remains implanted.